Event description:
The patient presented with a 2 x 2 cm aneurysm in her spleen. The positioning of the anerurysm was deep in her spleen and make positioning the stent graft very challenging. The doctor used a 9 f, 80 cm introducer sheath and later changed to a 9 f, 55 cm introducer sheath. There were multiple wire exchanges and guiding catheters to optimize positioning through multiple 180 degree turns. After many attempts to position the 6 mm x 60 mm fluency, they were satisfied with the positioning. However, on deployment, the outer sheath of the delivery catheter separated in the pull back and they were unable to deploy the stent. On removal, there were several kinks in the delivery catheter.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The returned sample is currently under evaluation. A follow-up report will be submitted upon completion of the investigation.